Event description:
It was reported that a patient had their axonics implant removed because the patient also has a knee implant and it was causing issues with their knee. The patient has attempted to reprogram their axonics system multiple times without success.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to therapeutic response decreased and surgical intervention which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient had their axonics implant removed because the patient also has a knee implant and it was causing issues with their knee. The patient has attempted to reprogram their axonics system multiple times without success.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.